Event description:
It was reported the customer had a lost sensor alarm on their insulin pump. The customer also reported a no delivery alarm and a motor error alarm. Customer stated the alarms occurred while changing their infusion set. The customer declined to troubleshoot for their alarms. Customer's blood glucose was 121 mg/dl. The customer also declined an insulin pump replacement. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.